Event description:
A customer reported she received an error-6 display message on her blood glucose meter due to attempting to test with expired test strips. The customer was reportedly unable to test and experienced hot and cold sweats, nausea and weakness. The paramedics were called and reportedly treated the customer with an intravenous saline drip medication. The customer additionally reported she was transported to a hospital where she was diagnosed with diabetes ketoacidosis and treated with "insulin (10 units) and other insulin on a sliding scale". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified by adc customer service that the customer was reportedly attempting to use expired test strips with her meter (lot # 43417; expiration date: 30-sep-2009). This case does not involve a product malfunction and no further investigation is necessary. This is the final report.